Event description:
The complainant had automated impella controller (aic)-impella cp support ongoing for a patient admitted in with acute myocardial infarction/cardiogenic shock. The aic was replaced due to a controller failure. There was purge alarm issues. A new aic was placed without any harm or injury. This complaint involves two impella devices: impella cp pump with serial number: (B)(6) and automated impella controller with serial number: (B)(6). This report specifically addresses the automated impella controller with serial number: (B)(6), which is the subject of this report. A separate report was submitted for the other device.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.